Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra revascularization device. During the procedure, the microcatheter and revascularization device were advanced into the jet7 and the devices were together advanced into the neuron max; however, the jet7 would not pass through the neuron max. Therefore, the jet7 was removed. The procedure was completed using an penumbra system ace 60 reperfusion catheter (ace60), the same microcatheter, and the same revascularization device and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.